Event description:
It was reported that several attempts were made to seat the articulating surface into the tibial tray without success. It was removed, and it was noted that a portion of the polyethylene had begun breaking off. Another articulating surface was used to complete the procedure.

Manufacturer narrative:
Eval summary: visual examination reveals damage to the inner dovetail lips, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique. Eval: as returned, the articular surface exhibits damage from the failed attempt to install. The device was autoclaved prior to being returned to zimmer. Damage is too severe for dimensional analysis. Device history records indicate all components were manufactured and inspected to specification.